Event description:
This solicited case from (B)(6) was received on (B)(6) 2014 from the study investigator. Study title: un-sponsored study involving synvisc one. This case involves a (B)(4) year old female patient who experienced acute effusion of knee, pain in the left knee/knee became significantly painful and swelling in the left knee/knee became significantly swollen and the size of a melon (swelling of knees) after receiving treatment with synvisc one injection. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with synvisc one injection, once (dose, indication, batch/lot number and expiry date: not reported) into unspecified knee. On (B)(6) 2013, (35 days after receiving treatment with synvisc one), the patient's knee became significantly swollen and painful (severe) and the size of a melon. On (B)(6) 2013, the patient was treated and her condition improved. It was reported that no subsequent synvisc injection and surgical intervention were given to the study joint. Later, on an unknown date in (B)(6) 2014, the patient had severe acute infusion of knee for 3-5 days. The patient was treated by drainage of effusion and analgesia. On (B)(6) 2014, an unspecified steroid injection was given to the study joint. On an unknown date in (B)(6) 2014, the patient voluntary withdrew from the (B)(6) study. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. Company causality: associated. Seriousness criteria: intervention required for the event of acute effusion of knee. No further information was provided. Information about consent for follow up was not provided.